Event description:
It was reported that the patient presented to the facility for chest tightness and panting. It was noted that during the implant procedure, left bundle branch area pacing was performed and the his bundle lead was screwed deeply at multiple locations on the right ventricle septal surface, which caused damage to the coronary artery. The damage led to cardiac tamponade and there was a massive. Third degree atrioventricular block occurred during the operation and did not recover before getting off the operating table. The patient noted that there was no obvious discomfort. Approximately an hour later, the physician reported that the patient¿s blood pressure had dropped, and their oxygen level was low. The patient had chest tightness and shortness of breath with sweating and could not lie flat. It was noted that the postoperative chest x-ray showed that there was no obvious change in the position of the lead. The cardiac resynchronization therapy defibrillator (crt-d) worked normally and the parameters of the right atrial (ra) lead, right ventricular (rv) lead and his bundle lead were normal. An electrocardiogram (ECG) segment revealed a suspected large area of myocardial infarction. The patient was urgently transferred to the cardiac care unit and was prepared for coronary angiography at the catheterization room. The angiography results showed obvious coronary artery fistulas in the left coronary artery. It was noted that four could be observed with the naked eye and two ruptures in the right coronary artery. The ruptures were sealed with spring coils. During closing of the procedure, the patient suffered from pericardial tamponade from the perforation due to the large amount of bleeding. The patient¿s blood pressure dropped and could not have been measured at one time. Shock therapy and convulsions were provided, and chest compressions were given. Reprogramming was done to the device to help with the patient¿s blood pressure. After the spring coils were sealed the patient's blood pressure rose slightly, but the patient was still unconscious, resulting in a tracheal intubation. After ten minutes, another angiography was performed, and it was found that there was no contrast agent leakage in the original fistula, but new contrast agent appeared at the distal end of the fistula. It was suspected that there was a rupture fistula at the distal end, and the spring coil was continued to be used to seal. Immediately post-closure the angiography showed that the closure was successful. It was noted that after waiting for ten minutes, angiography was performed again, indicating that there was still a fistula at the distal end. The coronary physician changed the blocking idea and switched to blocking the proximal left anterior descending branch. The physician inserted four stent grafts in succession, it was found that the fistula still existed at the distal end. During the placement of the spring coils and stent, pericardial drainage was performed, and the drained blood was pushed back into the body to maintain blood pressure. During the process, the patient had ventricular tachycardia (vt) and ventricular fibrillation (vf) many times, and the device gave manual anti-tachycardia pacing (atp) and shock treatment. After the physician communicated with the patient's family many times, the patient was returned to the cardiac care unit for conservative treatment with drainage and extracorporeal blood transfusion. It was noted that approximately one hour after returning to the cardiac care unit, the patient died.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.